Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: field service engineering (fse) visited the customer to address the reported event. During servicing, fse performed a dispense 10 and suction 10 diagnostic test and verified that that the dispense and aspiration of the wash was consistent. The b/f probe z was properly aligned. Fse then checked the temperatures and they were all in range. Fse then performed a liquid level sense test with acceptable results for the cup and tube. Fse performed a precision run on quality control (qc) level 1 and level 3 for estradiol (e2) with values all in range. The issue could not be duplicated. The patient sample was no longer available to run. The instrument was operating as expected. There was no further action required by fse. A 13-month complaint history review and service history review was performed for similar complaints on serial number 16305209 from 05-oct-2017 through aware date 05-nov-2018. There were two (2) similar complaints, including this complaint, found during the searched period. The estradiol (e2) aia-pack analyte application manual (aam) states the following: calculation of results the aia systems perform all sample and reagent handling operations automatically. The aia systems read the rate of fluorescence produced by the reaction and automatically convert the rate to estradiol concentration in pg/ml. Evaluation of results quality control in order to monitor and evaluate the precision of the analytical performance, it is recommended that commercially available control samples be assayed daily. The minimum recommendations for the frequency of running internal control material are: · after calibration, three levels of controls are run in order to accept the calibration curve. · the three levels of controls are also repeated after calibration when certain service procedures are performed (e.g. Temperature adjustment, sampling mechanism changes, maintenance of the wash probe or detector lamp adjustment or change). · after daily maintenance, at least two levels of the control should be run in order to verify the overall performance of the tosoh aia system analyzers. If one or more control sample value(s) is out of the acceptable range, it will be necessary to investigate the validity of the calibration curve before reporting patient results. Standard laboratory procedures should be followed in accordance with the regulatory agency under which the laboratory operates. Limitations of the procedure for diagnostic purposes, the results obtained from this assay should be used in conjunction with other data (e.g. Symptoms, results of other tests, clinical impressions, therapy, etc.). Using st aia-pack e2, the highest concentration of estradiol measurable without dilution is approximately 3000 pg/ml, and the lowest measurable concentration is 25 pg/ml (assay sensitivity). Although the approximate value of the highest calibrator is 3250 pg/ml, the exact concentration may be slightly different. The assay specification, assay range high, should be defined as the upper limit of the assay range, 3000 pg/ml. Although hemolysis has an insignificant effect on the assay, hemolyzed samples may indicate mistreatment of a specimen prior to assay and results should be interpreted with caution. Lipemia has an insignificant effect on the assay except in the case of gross lipemia where spatial interference may occur. Specimens from patients with hyperbilirubinemia may yield falsely elevated results. Certain medications may interfere with assay performance. All results should be interpreted with respect to the clinical picture of the patient. For a more complete understanding of the limitations of this procedure, please refer to the specimen collection and handling, warnings and precautions, storage and stability, and procedural notes sections in this insert sheet. The most probable cause of the reported issue could not be determined. The discrepant results could not be duplicated as the patient sample was no longer available.

Event description:
A customer reported that they received an incorrect estradiol (e2) patient result using the aia-360 instrument. The customer ran biorad quality control (qc) lot 40350 for e2 with qc results within acceptable results. The qc results were: level 1-250 pg/ml (196-364 pg/ml), level 2- 659 pg/ml (472-877 pg/ml), and level 3-1342 pg/ml (949-1763 pg/ml). The customer reported that all qc had been stable and never needed to be repeated. A patient sample was run in a serum separator tube (sst) after allowing the sample clot, and the tube was spun down. The result was <l so the customer reported out a < 25 pg/ml as the patient result. There were no error codes reported by the analyzer for the patient sample. The physician reviewed the result and reported that it was not representative of the patient's clinical picture as the e2 result should have been increasing from the prior week's result of 135 pg/ml. The same patient sample was repeated and the e2 result was 458 pg/ml. The customer stated that they had not made any changes to the fluid on board after qc was run. The customer then repeated the sample again with a n=4 precision and got the results of 486.9 pg/ml, 451.7 pg/ml, 453.9 pg/ml, and 502.9 pg/ml. The customer then ran a second patient sample of n=4 precision and got results of 1709.5 pg/ml, 1715.9 pg/ml, 1644.7 pg/ml, and 1607.3 pg/ml. The customer stated that the patient sample in question was inspected for fibrin or any sst floating debris and none was identified. There was no indication of patient intervention or adverse health consequences due to the discrepant estradiol (e2) patient results.